Event description:
It was further reported that the target lesion was located in a 2.51x1.5mm, 90% stenosed portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with pre-dilatation using a 3.72x20mm balloon. The physician successfully implanted a 3.50x24mm taxus liberte stent and a dissection occurred in the distal portion of the mid lad. The stent was post-dilated with the stent delivery balloon and a 3.81x15mm balloon. Post-ivus was not performed. The patient was discharged with no further problems. At the one month follow-up, the patient had no anginal symptoms.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B) (4)

Event description:
Clinical study. It was reported that during a coronary artery stenting procedure a dissection occurred. The lesion being treated is unk. When the taxus liberte system was deployed in the lesion, the vessel dissection occurred. The physician then implanted a 3.0mmx15mm non bsc stent in the lesion to treat the dissection.